Event description:
It was originally reported to philips that the unit is intermittently freezing. The unit will intermittently display a red x and become non-responsive until battery and ac module are re-seated. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 20aug2021. Upon evaluation, the issue was confirmed and determined that the power pca additionally needed to be replaced. The power pca was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.